Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID 3093-28 lot# va0gh62 serial# implanted: (B)(6) 2014 explanted: product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that the patient had a bladder removal and no longer required the interstim. The rep reported that the patient had lost 60 pounds so now it was hurting her when she sat down. The rep reported that the device would be removed on ((B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.